Event description:
It was reported that the patient presented in clinic for a lead revision procedure. During the procedure, it was noted that the right ventricular (rv) lead had device sensing problems due to r-wave amplitude variation. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.